Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: (B)(4). Lot: 0l53371. Manufacturing site: selzach. Supplier: (B)(6) release to warehouse date: november 17, 2020. Expiry date: november 21, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tip of the syringe was in question and broke at the connection part of a stop-cock. This event occurred when the 4th syringe was filled with cement. The tip of the broken syringe was buried in the stop-cock, and the 5th and subsequent syringes could not be connected to the stop-cock. Prior to this event, a sufficient amount of cement had been injected into the head of the bone, which did not affect the treatment. Procedure was completed successfully without any surgical delay. In the opinion of the surgeon, the thin tip of the syringe may have been screwed off because the syringe was not connected properly when connecting to the stop-cock. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 2 for complaint (B)(4).